Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and a non-tandem wall adapter. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.